Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the sureform 60 stapler (480460-09/l92211220-0298) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler was last used on (B)(6) 2022 via sk0378. There were 12 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported during da-vinci assisted sigmoid colectomy surgical procedure, the jaws did not open during surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was found out of the ordinary. The issue was identified during the procedure. The procedure was completed using a different instrument and there was no patient harm/injury. The jaws of the instrument were not stuck on tissue when the issue was identified. The system was in a faulted state when performing the manual release. The mrk did not present with any issues upon use. There was no adverse effect, unexpected tissue removal, the stapler did not work at all and the reported issue occurred on the 1st stapler fire. Unable to compete fire was the error/message that was displayed. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress material was not used. There were no malformed staples. The instrument will not be returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.